Event description:
Femoral popliteal graft was occluded. During set-up they got consistent "up" alarms because of a bubble in the pump. According to their training, they removed the pump and purged the air, but for some reason took longer than two minutes. Upon reinstallation of the pump they rec'd prime sensor error. They called pmi field clinical engineer - he instructed them to change pumps but it was their last one. Field clinical engineer instructed them to go through the set-up procedure again but pushing the prime sensor away from the pump for two seconds during pump insertion. After 3 tries, this worked and they were able to finish the set-up successfully. The next day, field clinical engineer rec'd update on the case. It seems the physician was unable to remove a lot of the thrombus, although patency was established. Physician then followed angio jet treatment with lytics and got "massive" embolization in the distal leg. The pt was in a lot of pain and had to go to intensive care. Although the embolization occurred after lytics and not after angio jet, the physician is blaming the angio jet system and probably will not use it again. Disposables nor drive unit were not returned to pmi. This is of the latest type and the newest drive unit in europe.